Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump would suspend and buttons were sticking. Customer also reported history anomaly and the some of the bolus delivered does not show in the insulin pump history. No troubleshooting was performed. The insulin pump is not expected to return for analysis.